Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the femoral augment plug puller broke off while removing the femoral augment plugs.

Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the utmost portion of the tip has fractured. In addition, the shaft is bent. A search of the complaint database did not identify any trend of tip breakage. The root cause is being attributed to suspected inappropriate leveraging/prying of the instrument resulting in the tip breaking. In addition, the device is old (mfg 2002) and has been subjected to heavy usage. Based on the investigation findings of misuse/technique as the root cause, the need for corrective action is not indicated. Monitor trends through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.